Event description:
It was reported that during a data review, this right ventricular (rv) lead exhibited decreased sensing and impedance measurements. Diagnostic imaging was performed, which confirmed that the rv lead had dislodged. The physician elected to surgically cap and abandon this rv lead. A new replacement lead was subsequently implanted to resolve the event and no additional adverse patient effects were reported. This rv lead remains implanted, but capped and out-of-service.